Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. At the conclusion of the procedure, an angiogram was taken which suggested the presence of a proximal type I endoleak. The proximal end of the trunk-ipsilateral leg component was re-ballooned with a cook coda balloon, but the balloon was unintentionally over inflated. An infrarenal aortic tear caused a drop in the pt's blood pressure. The pt was stabilized and converted to an open surgical repair. All devices used were explanted and discarded. The physician believes the aorta most likely sustained a primary tear as the trunk-ipsilateral leg component was originally ballooned and then continued to tear with the second ballooning event, thus simulating a proximal type I endoleak. The pt tolerated the procedure.